Event description:
It was reported that a vns patient experienced an increased in seizures that were above pre-vns baseline. At the moment, the root cause of the increase in seizures is unknown, as it could be related to the patient being sick or change in medications. No current diagnostics are available, as good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date. Further information was received from the surgeon's office indicating the patient had undergone a prophylactic generator replacement surgery. The explanted generator was returned to the manufacturer, and is currently undergoing product analysis.